Manufacturer narrative:
Patient information was requested from the customer; no response received.

Event description:
The customer reported the touch screen does not work. The customer reported there was patient involvement with no harm to the patient.